Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not capturing or sensing. The lead was programmed off and remains in place. It was also reported that the implantable pulse generator (ipg), which had reached end of life (eol), could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.